Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection approximately six weeks after an implantable cardioverter defibrillator (ICD) with an absorbable envelope was implanted. Cultures were taken, and the organism was identified as staph aureus. The patient was treated with antibiotics. The ICD was explanted and two days later was replaced. The right ventricular (rv) and right atrial (ra) leads were cut. The rv lead was replaced two days later. No further patient complications have been reported as a result of this event.